Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 that patient experienced a hypoglycemic event and lost consciousness. Patient's husband contacted and, upon arrival, administered glucose to patient. Patient stated that they did not recall if device alerted or not. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient reported feeling good.

Manufacturer narrative:
(B)(4).